Event description:
A malfunction was reported with the pump, indicated by a malfunction code. There was no reported impact on the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery and was instructed by customer technical support (cts) to put the pump into storage mode before returning it to tandem using a pre-paid label.